Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the stent would not deploy. The procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; device stuck on wire.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the working length of the push catheter was bent. The suture and the stent were not returned for analysis. The suture hole on the push catheter was torn. The guide catheter was fully retracted inside the push catheter and could not be removed. The proximal end of the guide catheter was observed buckled, stretched and frozen on the guide wire. The distal end of the guide catheter was kinked in multiple places and a suture impression was found on its distal end the inner guide catheter likely got stretched and buckled due to the excessive force applied by the physician in the attempt to retract the guide catheter and deploy the stent. The push catheter most likely damaged at the same time as the inner guide catheter got stretched. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.